Event description:
A company representative reported that one of the prongs of a cascadia lordotic oblique inserter deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Corrected data: d2a, d2b, g4. Additional data: h3. H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.